Event description:
The rptr states the physician reported a white, globular stringy substance observed under the microscope after injection of the product during cataract surgery. The rptr is very concerned the product may have been contaminated.